Event description:
The patient presented in the emergency room after receiving numerous inappropriate hv therapies. The device then went into reset mode. It was noted that the competitors epicardial lead was fractured.

Manufacturer narrative:
No medwatch form was received. Upon receipt, the device interrogated normally on the programmer. The diagnostics were cleared when the product code was reloaded in the field. It is suspected that the device reset due to charging and delivering several therapy in a short period of time and depleted the battery. Device function was normal when tested on the bench using automated test equipment.